Manufacturer narrative:
Examination of the returned instrument confirmed the retaining spring component of the sleeve is missing; likely occurred during disassembly for the cleaning and sterilization process. The spring was not returned for evaluation. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Monitor via trending. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
After inspecting the reclaim instruments at the office, it was noted that the reclaim distal reamer extension was missing the spring that seats inside the tissue protector.